Manufacturer narrative:
The investigation of the returned web system found the proximal connector kinked and the heater coil windings stretched. The device failed continuity and resistance testing due to the damaged proximal connector and heater coil windings. However, the heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the proximal connector and heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the connector damage, but the damage is consistent with the device experiencing forces over specification. The returned detachment controllers were found to function as intended and would not have caused or contributed to the reported event.

Event description:
It was reported that the web device did not detach. The physician attempted multiple times to detach the device and with different detachers. However, the web device detachment was unsuccessful. Therefore, physician re-captured the device and removed from the patient. No patient injury occurred.